Event description:
Treatment of a left unruptured cav (cavernous) aneurysm measuring 14mm x 7mm. During pipeline deployment, it was reported that the proximal end did not fully open despite manipulating the marksman catheter. The physician attempted to open the pipeline by pulling the capture coil through it, but without success. Clot began to form in the pipeline; therefore, integrilin was administered to the patient and high blood flow was restored. A j wire was advanced around the acom (anterior communicating artery) to the pipeline and managed to open it a little more. The case concluded with the pipeline approximately 55% open, but there was full blood flow to all the branches and stagnation in the aneurysm. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).